Manufacturer narrative:
(B)(4): the customer reported that the device displayed 1004 errors. There was no pt involvement. Philips evaluated the device and verified the failure. The control pca was replaced to resolve the issue.

Event description:
The customer reported that the device displayed 1004 errors. There was no pt involvement.